Event description:
The pace/sense portion of the lead was capped due to spiking impedance. The shocking coil was intact with normal impedance. Patient is dependent, so physician decided to partially cap the existing lead and add a new rv pacing lead plugged into the df-1 header. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.